Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt can only go to the bathroom by taking meds since a lower lumbar surgery, the surgery was "right there where her wires were." She has tried adjusting her stimulation but she "can't go to the bathroom" at times. Further info is being requested from the hcp.